Event description:
It was reported by service report that the cot was not able to support weight or retract the base fully. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: hydraulic assembly.